Manufacturer narrative:
Several attempts have been made to obtain additional details of the reported event. No lot number is available, and the product was not returned for investigation. It is unknown if corrective surgery have taken place and if so, the outcome is unknown. Based upon the information as presented, it is unknown whether the issue as described is related to the device, patient medical history, or surgical technique. Mesh erosion/extrusion is a known risk with the use of all mesh procedures and may be due to device malfunction, surgical procedure, or patient medical history. Erosion is labeled in the product instructions for use (IFU) warning section.

Event description:
Sales rep reported that he had a surgeon who had an erosion issue with desara blue tv. Multiple surgeons were using the same lot #, but only the one had an issue. Additional information has been requested from sales rep including details, and lot number associated with issue.